Manufacturer narrative:
The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Email received from regulatory agency on behalf of patient reporting, "it has leaked toxic material into my chest and body". The device remains implanted. This record is for the right side.